Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction e1: updated from (B)(6) to unk.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 5x120mm supera stent was implanted on (B)(6) 2024; however, during the post procedure follow-up on (B)(6) 2025, the stent was noted to have separated at the distal 1/3. Therefore, the patient was hospitalized for additional treatment; a drug coated balloon was used to successfully treat the separated stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.